Event description:
A minimum fill notification was reported, prompting action from the customer. There was no adverse impact to the customer¿s blood glucose level, as it remained below 500 mg/dl (27.7 mmol/l). Initially, reloading the same cartridge did not resolve the issue, but with guidance from technical support on using a new cartridge and following proper load techniques, the customer successfully loaded the cartridge onto the pump and resumed insulin administration.